Manufacturer narrative:
A field corrective action has been initiated by trumpf medical and reported to the FDA as a result of investigations into similar events. The investigations have found that improper installation or servicing of the snap ring in this joint can result in the slipping down or falling of the spring arm and light head components when the light head is moved by the user. After the incident the effected snap ring was changed by the authorized trumpf medical representative.

Event description:
Before the clinical procedure started the spring arm of an iled5 light head slipped out. The spring arm slipped down the horizontal arm, but did not come out and did not fall down. The customer temporarily secured the arm with a cable tie. No injury was reported.